Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s mother reported via phone call that the customer received a compromised forced sensor alarm. The drive support cap is protruded. Customer's blood glucose was 7.5 mmol/l. The insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. We were unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify prime alarm due to detached end cap. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address label, stained serial number label, cracked reservoir tube lip and loose drive support disk.